Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 60 year old male patient faced an event of kinked cannula issue, occured within three or more hours of insertion, after being used for approximately 24 hours, on (B)(6) 2024. The insertion site of the infusion set was at abdomen. Furthermore, the patient confirmed that the introducer needle was ahead of the cannula prior to insertion and the site location was regularly rotated . Patient reported high bg levels and was treated with correction bous via pump and mdi. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.